Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration, generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with two 320cc mentor memorygel breast implant prostheses and experienced bilateral device migration and suffered unspecified sick feeling postoperatively. The patient suspected that she was feeling sick due to left-sided rupture implant. However, MRI performed on (B)(6) 2019 did not indicate any issues with the implants. The root cause of the patient¿s symptom is unclear. In addition, the patent also experienced left-sided double-bubble deformity. As a result, the patient underwent removal and replacement with two 395cc sientra gel breast implants (reference #: (B)(4), left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the left-sided implant was found to be intact. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as 320cc mentor memorygel breast implant (catalog #: 3507320mc, serial #: (B)(6). However, on (B)(6) 2021, mentor received a 250cc mentor memorygel breast implant (catalog #:3502501bc, lot #:7426803) as the suspected medical device. There is a discrepancy between the reported implantation date (B)(6) 2016, and the manufactured date of the received device (B)(6) 2017. Multiple attempts were made for clarification. However, no response has been received. At this time, mentor is reporting the implantation and manufactured dates based on the received information. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-nov-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold in the posterior view. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stress causing movement of the prosthesis. At the present time, there is not sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).